Manufacturer narrative:
The event was reported to have occurred on an unspecified day in (B)(6) of 2018. Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported system error 110 alarms which were not reproduced during evaluation. System error 110 alarm was verified through a review of the event history log and found to be caused by loose motor gears. The motor gears were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 110 (pic counts per cam) alarm during therapy in the medical oncology unit. The device was programmed to deliver peripheral potassium at a standard rate with a volume to be infused of 250ml as a primary infusion. After the system error 110 occurred the device reportedly turned off and restarted with the same error appearing. There was no patient injury or medical intervention associated with this event. No additional information is available.